Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: e1, occupation, h6 component codes inadvertently added

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11 corrected fields: h6 health effect ¿ clinical code, impact codes. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID 1300167

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5, b6, b7, b8, d10, h6 (health effect ¿ impact codes).

Event description:
It was reported during the very initial phase of catheter insertion that blood was observed in intra-aortic balloon (iab). Upon connecting the device to the counterpulsation console, it indicated balloon rupture. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval?, return to manufacture date), e1 (event site email), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Event site state: (B)(6). The iab was returned with the membrane completely unfolded. No blood was visible on the catheter. The one-way valve was also returned separate from the iab. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was detected on the membrane approximately 2.5cm from the iab tip measuring 1.3cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. The penetration found on the membrane appears to have been caused by a sharp object. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported that during intra aortic balloon (iab) therapy while attempting to insert the intra-aortic balloon using the introducer, blood was observed. Upon connecting the device to the counterpulsation console, it indicated 'balloon rupture' for both balloons used."

Manufacturer narrative:
Due to character restrictions in block e1 (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).